Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed "the tubes do not have enough pressure to fill up completely." This complaint is 1 of 2.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed "the tubes do not have enough pressure to fill up completely." This complaint is 1 of 2.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from the bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.